Event description:
It was reported that the "[physician] reported issues with our dlt, citing leakage from the tracheal cuff in couple of units". Additional information received states that the defect was found prior to use. No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The reported issue of cuff leakage was confirmed upon investigation of the returned sample. The customer returned an actual sample for evaluation. Based on visual inspection it was confirmed the defect observed on the cuff of the tracheal tube is a visible tear. Functional testing, performed by immersing the tube in water and inflating the cuff, air bubbles were observed coming out from the tear, confirming the leak. Additionally, a hole with irregular edges was observed on both the tracheal and bronchial cuffs, possibility occurred post manufacturing as the product undergoes 100% leak testing during production. The device history record was reviewed and no issue related to complaint was noted. The root cause of the defect could not be determined at this stage. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "[physician] reported issues with our dlt, citing leakage from the tracheal cuff in couple of units". Additional information received states that the defect was found prior to use. No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "[physician] reported issues with our dlt, citing leakage from the tracheal cuff in couple of units". Additional information received states that the defect was found prior to use. No patient involvement.